Event description:
Customer reported failed battery test alarms. The customer's blood glucose was 86 mg/dl. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer still received failed battery test at the end of troubleshooting. The customer was advised to replace her insulin pump. No additional information provided.

Manufacturer narrative:
Pump was received with failed battery test alarm due to power connector on battery tube not plugged in properly. Unable to perform displacement test due to failed battery test alarm. Unit had missing segments due to cracked zebra connector on lcd. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.